Event description:
It was reported, the patient had fallen two days prior to report and chipped their tooth and they may lose one of their front teeth because of the fall. It was noted they had been put back on antibiotics to prevent an infection from forming in the patient¿s mouth. They had been off of antibiotics from the possible urine infection for 2-3 weeks before they were put on the antibiotics again for their mouth. The patient had a number of falls ¿lately.¿ it was noted they had a near fall the day prior to report and a major fall 2 days prior. The patient started to take falls during the summer time. It was noted, the issues with the dbs batteries did contribute to the falls.

Event description:
The healthcare provider (hcp) reported that the patient had not contacted the office about this specific event. However, the patient did have a gait abnormality that was inconsistently responsive to medication. The patient also had a progression in his parkinson¿s disease.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0427747v, implanted: 2004 (B)(6);product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# j0427747v, implanted: 2004 (B)(6); product type lead. (B)(4).